Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection were completed by the manufacturer. The manufacturer found evidence of normal wear and tear with some minor light color contamination on and above the ui panel knob, minor beige and dark dust dirt contaminate in and around the filter inlet area and canal, and the outlet port, minor amount of small brown and dark fiber contaminate in the inlet filter canal, sd card area, modem slot opening area, and the outlet port and surrounding area, a very light amount of beige dust dirt contaminate in the chimney of the blower box, on the top of the blower box housing, inner walls, on the top and bottom of the blower, and in the blower output canal, very light discoloration on the outside of the p4 connector. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found two instances of e-53 on the error log. The device was applied power and the device operated properly. The manufacturer concludes that the multiple contaminates found were consistent with sound abatement foam degradation. The manufacturer confirmed there was no evidence of sound abatement foam degradation.